Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and also had an unexpected battery power loss on insulin pump. The customer¿s blood glucose level was 15 mmol/l. The customer had symptoms such as vomiting. The customer stated that he did not get a low battery alert prior to the replace battery now alarm. The customer stated that they had a second occurrence of replace battery now without a low battery warning. The customer was advised to continue to wear pump until replacement arrives if they insert a new battery. The customer was advised that the pump needs to be replaced. The insulin the pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Detail trace analysis confirmed power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance at printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Insulin pump was also received with scratched case, missing display window cover, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.